Event description:
It was reported the patient is without stimulation and has not charged her ipg for months. The sjm representative met with the patient and confirmed the ipg is unable to communicate with external devices and is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.